Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during his automated peritoneal dialysis therapy. Per initial report, the home patient reprimed the homechoice machine while still connected. Baxter's technical service center assisted the home patient in ending the therapy early. No patient injury or medical intervention was indicated at the time of the initial report.omated peritoneal dialysis therapy. Per initial report, the home patient reprimed the homechoice machine shile still connected. Ending rhe theraqy early.